Event description:
It was reported that the blade tip of the instrument broke off during an unk procedure. The piece did not fall into the pt. No pt consequence was reported.

Manufacturer narrative:
Date sent: 01/27/2009. Info anticipated, but unavailable at this time.